Event description:
It was reported to boston scientific corporation that a spyglass discover digital catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of cholelithiasis on (B)(6) 2024. During the procedure, the image cut out and wouldn't reconnect. The procedure was not completed due to this event. The patient was rescheduled for the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b (pro code) ntn block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.